Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when surgeon trying to insert an iol, the lens got caught and could not insert it. The surgery was completed with other lens on the same day. There was no patient harm. Additional information has been requested but no information is available at the time of this report.